Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trial extractor and articulating surface broke during removal of trials. All pieces of the extractor were not retrieved. The wound was searched thoroughly and nothing was found. The trial and extractor are being sent to risk management so they will not be returned. Surgical delay: 5-10 mins. All pieces of the extractor were not retrieved.